Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. ** e2 inadvertently marked** a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip was shaved, switch box had a scratch, air/water cylinder had discoloration, s-cylinder had no color, swith fpc had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in s-connector had corrosion due to water leakage, sc-case unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, due to wear of angle wire, the play of up/down knob was out of the standard value, light guide lens had a crack, and due to damage on ccd (charged coupled device ) unit, e226 (scope communication error) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope gave error code e226 (scope communication error). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the jet tube and light guide lens had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.